Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows evidence of damage to the impeller top pivot. The device was tested per specifications. The device was primed and run from 0-4000 rpms on a bio-console. The noise level recorded during the analysis was greater than 70 decibels, as compared to the specification of 68 decibels, the impeller was observed to wobble. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an affinity centrifugal pump, it was reported that the pump head was noticeably ¿wobbling¿ after resetting the pump head and going up and down on flows the pump head was still visibly wobbling. The customer changed out the pump head to avoid issues while on pump. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that no leaks was noted with this device.